Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Information regarding patient age, gender, weight, medical history, or concomitant products were not provided. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported via a healthcare professional, a deltaplush coil (cpl10020230/c27259) prematurely detached while being inserted into the microcatheter through the rotating hemostasis valve (rhv). There were no patient adverse events. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Additional information received on 9/29/2015: the procedure was aneurysm coils of the internal carotid artery. The coil had advanced to the proximal part of the excelsior sl10 microcatheter without resistance/friction being felt. There was no evidence of microcatheter damage, and a continuous flush had been maintained through the microcatheter. It was not necessary to remove the microcatheter, and the same microcatheter was used to complete the procedure without clinically significant delay in the procedure. Information regarding age, gender, and weight of the patient could not be provided. It was reported that the device would be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was provided on (B)(6) 2015 that the product was not returned after multiple attempts to obtain the device. If the product is returned at a later date, the analysis will be performed and a follow-up MDR will be submitted at that time. Complaint conclusion: as reported via a healthcare professional, during coil embolization of an internal carotid artery aneurysm, a deltaplush coil ((B)(4)) prematurely detached while being inserted into the microcatheter through the rotating hemostasis valve (rhv). The coil had advanced to the proximal part of the excelsior sl10 microcatheter without resistance/friction being felt. There was no evidence of microcatheter damage, and a continuous flush had been maintained through the microcatheter. It was not necessary to remove the microcatheter, and the same microcatheter was used to complete the procedure without clinically significant delay in the procedure. There were no patient adverse events. It was initially reported that the device would be returned for analysis; however multiple attempts to have the device return have been unsuccessful. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The premature detachment could not be confirmed without product return for analysis. The root cause of the event could not be determined based on the information provided; however, procedural factors or the non-codman microcatheter may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis on 1/19/2016. Updated complaint conclusion: as reported via a healthcare professional, during coil embolization of an internal carotid artery aneurysm, a deltaplush coil (cpl10020230/c27259) prematurely detached while being inserted into the microcatheter through the rotating hemostasis valve (rhv). The coil had advanced to the proximal part of the excelsior sl10 microcatheter without resistance/friction being felt. There was no evidence of microcatheter damage, and a continuous flush had been maintained through the microcatheter. It was not necessary to remove the microcatheter, and the same microcatheter was used to complete the procedure without clinically significant delay in the procedure. There were no patient adverse events. Multiple attempts to obtain additional information were unsuccessful. The device was returned for analysis. The proximal section of the sheath containing the pull tab section with the locking mechanism was mechanically severed and not returned. The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. As viewed through the returned packaging, it was found that the coil was returned stuck between two pieces of tape making it impossible to remove it without further damage. The coil was returned detached as reported, and located 8 millimeters off the distal tip is a kink on the grey tip coil section. Unreported damage of the proximal section of the sheath containing the pull tab section with the locking mechanism was found mechanically severed and not returned. Unreported damage of the device positioning unit (dpu) and the sheath being returned completely separated from each other was found. The proximal section of the coil was unraveled out of the soldered section. The coil was mechanically separated from the dpu. Note the compressed section of the distal tip of the outer sheath (angle ring section). The sheath was received mechanically severed by a sharp straight edge tool (such as a scissors). This section contained the locking mechanism. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with part of the sheath still lodged in the fracture. The circumstances of how and when the above unreported damage and the severed, but missing component contained in this narrative occurred cannot be determined. No manufacturing or material defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils unintended and premature detachment occurring during insertion into the microcatheter was confirmed. The most likely root cause of the coils unintended and premature detachment from the dpu during insertion into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which produced severe coil damage leading to the premature detachment of the coil during the attempting insertion into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed proximal section of the sheath containing the locking mechanism, the sl-10 microcatheter, and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.